Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. Customer's other blood glucose value was 400 mg/dl, 300 mg/dl and 336 mg/dl. Customer declined to troubleshoot for highs. Customer reported that the they had issue with infusion set. The insulin pump will not be returned for analysis.